Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d1101, IFU statements: the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event; the gore® tag® conformable thoracic stent graft is only compatible with the gore® dryseal introducer sheath family of devices. Compatibility with other sheaths has not been established. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm, zone 2, using gore® tag® thoracic branch endoprosthesis. An attempt was made to insert a 20 fr gore® dryseal flex introducer sheath through the right femoral artery; however, insertion was not possible due to the small diameter of the access vessel. As an alternative, a non-gore 14 fr sheath (e-sheath) was inserted through the right femoral artery without resistance. Through the e-sheath, the first device (gore® tag® conformable thoracic stent graft with active control system: ctag) was introduced and deployed, followed by the placement of the second device (tbe). After removal of the e-sheath, access vessel angiography revealed a dissection at the origin of the right external iliac artery. A bare-metal stent was implanted at the site as a treatment, and the procedure was completed. The vessel diameter at the origin of the right external iliac artery was approximately 6.5 mm. It was reported that when the first device (ctagac) was inserted into the e-sheath, the slit of the e-sheath opened, and the ctagac delivery catheter may have contributed to the formation of the dissection. Physician comment: the patient access vessel was narrow. The device larger than the vessel diameter was inserted, which resulted in the dissection.